Event description:
Caller states the pt tested 6.1 inr on the coaguchek xs system and 4.2 inr on a comparison lab. Medications were held for one day due to device result. No adverse event reported. Requested return of suspect system and replacement was sent.